Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and the customer's report was not duplicated. The device was put through extensive testing including functional testing without duplicating the report. Review of the device activity logs did not show "low battery" entries or critical errors. The lack of electrodes connected prevented the device from performing self-tests and detecting a low battery, which contributed to the reported power-off. Electrodes must remain connected at all times otherwise, the device cannot complete self-tests, which can prematurely deplete the battery pack. A new battery pack is recommended. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device passed on/off current testing and stress testing with test batteries. The device was recertified and returned to the customer. The reported condition could not be duplicated. Device logs showed no errors. The returned battery was depleted and failed to power on. The device was used as a primary unit with disposable batteries, which is not ideal for high usage. The customer was advised to transition to rechargeable batteries. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.